Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after the device system was implanted and the incision was closed, the atrial lead exhibited undersensing and no capture. The incision was opened and the atrial lead was repositioned with acceptable thresholds and sensing. The lead remains in use. No patient complications have been reported as a result of this event.